Event description:
A customer reported he received a reading of 150 mg/dl on his blood glucose meter, and then he lost consciousness. The paramedics were called and reportedly obtained a reading of 28 mg/dl on their blood glucose meter. The comparison was reportedly completed within ten minutes. The customer also reported he was treated with an unk intravenous medication and an oral gel. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.